Event description:
Patient had a very large (approximately 8 cm) rapidly enlarging infrarenal abdominal aortic aneurysm. Successful placement of a trunk-ipsilaterally endoprosthesis was performed. It was required to place an aortic proximal extender. During placement, a device failure occurred with "watermelon seed" migration of the extender proximally covering the renal arteries and partial coverage of the superior mesenteric artery. Attempts made to reposition, but was unsuccessful. The renal arteries were covered. (B)(4).